Event description:
It was reported that the patient underwent a right knee arthroplasty revision to address tibial component subsidence after a fall approximately four (4) years post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical products: devices - persona medial congruent articular surface right 16mm catalog #: 42522100816 lot #: 63082251, unknown persona femoral component catalog #: ni lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation due to hospital policy. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Investigation incomplete.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.